Event description:
Dr was attempting a primary stenting case without predilating (IFU states to first predilate before stenting). Dr stated (during a telephone conference call on 16 june, 99) that he has come to realize that although he has had many successful cases both with ave devices and with other devices, it is impossible to determine if patient physiology will impact the effectiveness of the device. He also stated that the situation which evolved during the case, which took place on may 6th,was in no way due to the device, but to a learning curve with a new technique. The event was reported as, during an off label use of the b5017x, the doctor was entering the acute angle into the renal artery, the acute angle bend resulted in the stent flaring slightly. As the doctor was manipulating the device, it caught in the plaque and dislodged. The stent was snared and removed with no injury or complications.